Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to report if the issue arises again.